Event description:
It was reported that a revision was attempted on (B)(6) 2014. The doctor was unable to get the new leads placed in the proper position. The patient was referred out for a laminectomy lead placement and was noted to be recovering alright. Follow-up was conducted to determine if a revision had been scheduled. This event will be updated if additional information is received.

Event description:
It was reported that the patient was being referred to a local ortho spine surgeon for a laminectomy lead placement. There was no date of surgery at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 97713, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 977a260, serial# unknown, product type: lead. (B)(4).